Event description:
Seath and dilator defective. On bottom dark grey part of dilator the surface should be smooth all around but it has a rough spot and if inserted into a patient this would have caused harm.